Event description:
It was reported via repair work order that the cot would raise on its own without user input. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.